Manufacturer narrative:
(B)(6). This report is filed march 21, 2014.

Event description:
Per the clinic, the patient underwent surgery for a skin flap rotation on (B)(6) 2013, due to a wound dehiscence which resulted in exposure of the receiver/stimulator package. The issue recurred on (B)(6) 2013, and surgical debridement with a second skin flap rotation was completed on (B)(6) 2013. On (B)(6) 2014, the patient presented with an infection around the implant site as well as exposure of the internal device. The device was subsequently explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.